Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(4).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an under-infusion, the device was delayed for three and a half hours with an unknown reason. 46hours infusion started at 1335 on (B)(6) 2023. Schedule removal at 1200 on 20 oct 2023. At 1015 on (B)(6) 2023 patient still has 5 hours remaining. Rv 11.5ml, rate 2ml per hour. No adverse patient effects were reported by the customer.